Manufacturer narrative:
Concomitant medical products: product ID: 5076, c315 sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the age of the patients was approximately 71 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿left bundle branch area pacing is superior to right ventricular septum pacing concerning depolarization-repolarization reserve.¿ j cardiovasc electrophysiol. 2020;31:313¿322. Doi: 10.1111/jce.14295. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this lead model. The article reported that there were patients who experienced the following patient complications and/or product performance issues: during the implant procedure there were patients who experienced difficulty placing the lead, ventricular pacing ¿failure,¿ loss of capture, low impedance, low impedance, lead dislodgements; the leads were repositioned. Post-implantation, there were patients who experienced pocket hematomas (treated with reinforcement from elastic bandaging), lead dislodgements, and septal perforation. Lower capture thresholds, increased r-waves, decreasing pacing impedance; according to the author/physician, the leads ¿all leveled off¿ during the follow up period. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status of the lead is either unknown or appear to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.